Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Surgical intervention s planned but, not yet scheduled. Factors which may contribute to acetabular loosening pertaining to m/l taper stem may be one or a combination of the following mechanism: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, or patient activity. However, a definitive cause cannot be conclusively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008, and revised in 2009.